Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic and the right ventricular lead exhibited multiple episodes of noise reversion. The noise was not reproducible with isometrics and pocket manipulation. The lead tested fine electronically and no other anomalies were noted. The patient would continue to be monitored.